Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood built up into the needle housing and then splashed when the tourniquet was removed on (1) tube. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but 3 (three) photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage during to injection/blood/urine collection was observed. Additionally, 30 (thirty) retention samples from bd inventory were evaluated by retraction lockout testing and sleeve function testing using 10 (ten) tubes per needle to assess functionality of the device. The issue of leakage during to injection/blood/urine collection was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage during to injection/blood/urine collection based on customer photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood built up into the needle housing and then splashed when the tourniquet was removed on (1) tube. No patient impact reported.